Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5104406) alleging an issue related to a (CPAP/bipap) device's sound abatement foam. The patient has alleged that woke up on morning with evidence of bloody nose having occurred during the night. Had a broken tooth a few nights later. Bloody noses began to become frequent along with increased postnasal drip and chronic sinus infection. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Due to the manufacturer not receiving the device information, the following are possible recall z numbers: z-1972-2021, z-1974-2021, z-1973-2021.